Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient's ins was suspected to be overdischarged. The last time the patient tried charging the device was (B)(6) 2016 without any success. The reason why recharging was not maintained was noncompliance as the patient didn't need stimulation for a while. Patient was reported to be on their 5th prm. This is the patient's first overdischarge event and the patient wasn't having any issues with the recharger. They tried another recharger for additional prm's and they do not think the device was flipped. No patient symptoms were reported. Additional information received from the manufacturer¿s representative (rep) reported they met with the consumer on (B)(6) 2017 and performed one hour of a physician mode recharge after performing six hours of physician mode recharges on (B)(6) 2017. After meeting with the consumer on (B)(6) the device didn't come out of overdischarge. It was confirmed with the rep. The pocket site was tight and didn't appear to be flipped. No further complications were reported. Additional information received from the consumer reported that the overdischarge had not been resolved. The patient stated they were waiting for the doctor¿s office to call and schedule a replacement battery to be installed. The patient had tried for seven hours to restart the battery and it wouldn't start back up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins serial #(B)(6), found insignificant anomalies as the device is functionally ok. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that replacement of the device resolved the overdischarge. No further complications were reported.